Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During deployment of first coil into the microcatheter, the deltamaxx sr platinum coil (dmx18246020/c20070) was noted to be prematurely detached. Using a hemostat, the coil was trapped in the echelion 10 microcatheter and removed from the patient. A new microcatheter was placed and the case was completed. The device will be returned for analysis, and there was no adverse event.

Manufacturer narrative:
The coil was returned detached and stretched at the proximal section with the majority of the coils length found outside the microcatheter. The distal section of the coil was not stretched. The coil was found to have been mechanically detached inside the microcatheter. Located at the severed coil¿s socket ring on one side was a ductile fracture requiring external force. No material defects were found to the severed ends. Located 37.5 centimeters off the proximal end is a section of severe compression on the microcatheter. This damage was most likely due to the hemostats that were used to secure the coil inside the microcatheter during removal from the patient. Very limited information was received. There is no description of the circumstances that led to the coils unintended detachment. It was unknown if it occurred during deployment into the microcatheter, the repositioning inside the aneurysm, or from the inner lumen of the micrcoatheter being ovalized. In any case, the coil had to have been temporarily anchored with a retraction force applied for the unintended mechanical detachment that occurred to the coil and for the fracture and severing of the coil¿s socket ring. Further evidence shows that the coil¿s socket ring was stretched completely before one end was severed off its solder point. This condition could have only occurred if the coil was anchored upstream during a retraction for repositioning or during removal from the patient. The exact circumstances of the unintended mechanical detachment cannot be determined as the field complaints sequence of events were not described in the event description and no clarification was forthcoming. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During deployment of the first coil into the microcatheter, the deltamaxx sr platinum coil (dmx18246020/c20070) was noted to prematurely detached, and the hub of coil was bent while un-sheathing. Using a hemostat, the coil was trapped in the echelon 10 microcatheter with .017¿ inner diameter and removed from the patient. A new microcatheter was placed and the case was completed. The event occurred when the device was being deployed into the vascular malformation, and the exact position was unknown, as it was in the microcatheter, partially deployed and partially in microcatheter, and then the coil prematurely detached. Additionally, it was reported that the hub of coil was bent while un-sheathing. Then, the fault light was re-checked and responded appropriately. No resistance occurred, and no additional force was used to further advance or removed the coil system through the microcatheter. The coil made it partially into the aneurysm, but the coil was already detached before it was intended. A constant and dedicated saline source was used at all times, and the target site was an arterial malformation of the anterior circulation. No additional information was available. The device will be returned for analysis, and there was no adverse event. The procedure was completed with 32 other codman coils. The coil was returned detached and stretched at the proximal section with the majority of the coils length found outside the microcatheter. The distal section of the coil was not stretched. The coil was found to have been mechanically detached inside the microcatheter. Located at the severed coil¿s socket ring on one side was a ductile fracture requiring external force. No material defects were found to the severed ends. Located 37.5 centimeters off the proximal end is a section of severe compression on the microcatheter. This damage was most likely due to the hemostats that were used to secure the coil inside the microcatheter during removal from the patient. The coil had to have been temporarily anchored with a retraction force applied for the unintended mechanical detachment that occurred to the coil and for the fracture and severing of the coil¿s socket ring. Further evidence shows that the coil¿s socket ring was stretched completely before one end was severed off its solder point. This condition could have only occurred if the coil was anchored upstream during a retraction for repositioning or during removal from the patient. The exact circumstances of the unintended mechanical detachment cannot be determined since the involved microcatheter was not returned to analysis. However it appears that procedural factors may have contributed to the event. Additionally, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.